Event description:
It was reported that a creo locking cap popped out on (B)(6) 2026, a year after surgery was completed. The original date of surgery was (B)(6) 2025.

Manufacturer narrative:
The purpose of this investigation is to evaluate the reported issue of a creo cap loosening. The implant was not returned, but visual inspection of the imaging provided confirmed the reported issue. Based on the information provided, a posterior spinal fusion of l5-s1 was completed on (B)(6) 2025 with creo implants. On (B)(6) 2026 it was identified that the left l5 locking cap was loose. It was confirmed that no abnormalities were experienced by the surgeon during the case.due to the inability to investigate the implant or replicate surgical conditions, the exact cause of the failure cannot be determined. The hazard/failure that matches the identified failure discussed above from the systems risk analysis is "migration; locking cap disassembles from construct." The calculated observed risk level matches the expected risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. No determinations could be made as to the cause of the reported issue.